Event description:
The following has been reported: customer reported: ·(B)(6) hospital or · no harm to patient- inpatient · occurred at (B)(6) 2024 at 1105 am in or · lr IV fluids running by gravity on our 3 port set · 10 ml bd syringe with propofol injecting into the lower port closest to the distal end · lot fa24a10249 · set 003225 3 port set · customer stated that she was running lr by gravity and she screwed a 10 ml syringe with propofol onto the distal port near the patient, and when she went to disconnect the syringe from the port the clear part of the needless port stayed connected to the syringe, she tried to put it back on without success and the fluids began to back up out of the open port, she disconnected the set from the patient. No harm to patient. · tubing saved to send in to quality. · they were unable to produce the syringe with the port connected to it (discarded). Additional info from director of surgery stacey glasson: here is the information I received via risk connect: new IV tubing ivenix infusion system: a syringe was connected to a port on the tubing and the entire port came detached. The luer lock was attached to the syringe and there was no port on the tubing any longer. It was not able to be re-attached. This caused backflow of fluids from the patient's IV to the defective port. The patient's IV site had to be accessed (tucked for robotic procedure) and the IV tubing replaced with alternate IV tubing. A preliminary review identified the following issue: adminstration set breaks (any part) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One samples of ivenix administration set was returned for evaluation. During the visual inspection it was observed that the set was returned with residual medicine and tape was around the tubing close to the distal connection. A missing clear part of the second y - site (needle free access port) was observed. A 50-cc syringe was connected to the primary y-site and a leak was observed coming from the second y-site. The customer complaint is confirmed. The most probable root cause is an improper assembly at the supplier manufacturing site which caused a separation of the clear part in the second y site. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections.